Event description:
Patient reported they were injected in the chin and risorius muscle and temple with 4.5 ml of an unspecified juvéderm® and in the lacrimal groove with 1 ml of hearty panda. A month later, patient was injected with mouth with an unspecified juvéderm® and in the lacrimal groove with 1 ml of hearty panda. Two months later, patient was injected in the temple with 3 ml of an unspecified juvéderm® and in the nose with 1 ml of ellansé. Next month, patient was injected in the right nasolabial folds and mouth with .55 ml of juvéderm ultra® smile and in the lacrimal groove with 1 ml of hearty panda. That night, patient experienced ¿swelling and pain¿ that started from the right nasolabial fold and base of the nose and extended to the upper lip. The next day, the patient¿s whole face was ¿swollen into a pig¿s head.¿ the patient visited a hospital where they were treated with hormones and antibiotics for 7 consecutive days. After the swelling subsided, the swelling started again 2 days after the drug was stopped, so the patient continued to take the hormones and antibiotics. After taking it for 9 days, the swelling subsided, and the patient stopped the drug for a day but swelling recurred. Several physicians have diagnosed the patient with ¿allergy, infection and injection leads to inflammatory outbreak due to immune disturbance.¿ the patient took some tests. Details are not provided. The event resolved 2.5 months post-onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00558 (abbvie complaint (B)(4), MDR ID# 3005113652-2023-00559 (abbvie complaint (B)(4) ). This MDR is being submitted for the first suspect product, unspecified juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.